Event description:
In 2002, a dental hygenist reported that while trying to position the arm of the equipment for an x-ray the arm fell and hit them in the forehead. The dental hygenist said they had bruises on the forehead but was otherwise fine. The dental hygenist did not require any medical care.